Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing; the cutting of testing media performed as expected. The energy output delivered from the device was verified. The instrument was fully functional and conforming to specified mfg requirements.

Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure, the device was not sealing and sticking occurred. The jaws were sticking to the tissue once it was engaged on tissue and reopened the vessel when removed. The bleeding was controlled by a second device. They completed the procedure with a new like device. There was no pt consequence reported.